Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing at 6.5 at 1.0 ms in both unipolar and bipolar configurations. Intrinsic sensing of r-waves were 8.3 mv. There was no noise present and pacing impedance measurements in bipolar were 920 ohms. The patient's indication was sinus brady and they were atrial pacing 98 percent of the time (ap, vs). An rv lead dislodgement was suspected. To date, there have been no adverse patient effects reported. Additional information received indicates a revision procedure took place and the rv lead was successfully repositioned. A microdislodgement was confirmed, as the lead was still attached to the tissue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.